Event description:
It was reported that the surgery was delayed due to problems the or staff experienced in obtaining desired alignment.

Manufacturer narrative:
Review of the device history record shows no issues. The affected product was not returned. Therefore, no dimensional inspection was performed. Per the engineering investigation, segmentation and alignment of the tibia is acceptable per segmentation and alignment quality standards. As a result of the investigation, no root cause could be found after evaluation.